Manufacturer narrative:
During follow-up, the patient said she noticed no malfunction or defects with the ultra14 units and discarded the units after using them.

Event description:
Intermittent catheter patient (user) said she was treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, patient said she was prescribed a course of antibiotics, finished the course of antibiotics, and recovered completely.